Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) exhibited failure to capture. Fluoroscopy revealed that the lv lead had dislodged. The lv lead was explanted and replaced. The patient was in stable condition.